Event description:
Event did not reach patient. Dr was the surgeon. It was reported that during total knee arthroplasty in late 2008, surgeon was unable to assemble the locking bar to the tibial tray component. An alternate locking bar component was opened and used to complete the procedure.